Event description:
It was reported that the patient had soreness at the implant site. The patient stated there was a "knot" at the implant site that she saw. The patient also reported a fall at an unknown time. When the patient sat down there was pain at the implant site and she felt what felt like "the button part on the top of a pickle jar that can be pushed on." The patient stated it started about "a month ago" and she turned her stimulation off two weeks prior to the report and it was still off. The patient had two registered devices and it was unknown which was related to the event. Please see related report #3004209178-2012-10546.

Manufacturer narrative:
Product ID, 3777-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 3777-45 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 3777-45 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 3777-45 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37744 lot# serial# (B)(4), product type programmer, patient product ID, 3708120 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID, 3708120 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension. (B)(4).